Event description:
It was reported that the patient was having burning at their implantable neurostimulator (ins) site when the ins was on and when it was off. When the ins was off the burn was mild but when the ins was on it was an intense burn and warm to the touch. When recharging the patient felt burning, aching, and warm to the touch. The patient had tried charging with the ins on and off. The burning started a couple of months prior to the report. An impedance test was run with electrode 0 as the reference and the impedances ranged from 800-900 ohms and the group impedances were around 700 ohms. There were no out of range values. The patient¿s device pocket looked good and was a good depth but was warm to the touch. It felt warm to the touch after recharging for a while. The patient noted that their device felt warm to the touch starting the thursday prior to the report. The patient was also having difficulty recharging. The recharging statistics did not show all of the patient¿s recharging sessions. The patient noted that they recharged the thursday prior to the report for 4 hours which was not logged in the recharge stats. When the patient was recharging they had all 8 coupling boxes and they charged their device to a full battery. The patient then had their ins on for 6 hours and it drained to 0% and their stimulation turned off on its own. The patient¿s settings were around 4.9v and 5.0v with typical rate and pulse width. The patient¿s charged used to last a week. They did not recall any history of overdischarge. The patient attempted to recharge their device and had to stop after approximately 80 minutes because it was ¿burning inside¿ and their pocket was hot to the touch. The patient got to ¼ of the way charged and had all 8 coupling boxes. The area was not red, just very hot. The patient was feeling stimulation in the appropriate location. They had not seen any message or thermometer icon on their recharger. The patient¿s recharger antenna was damaged. The patient received a new recharger antenna and everything was fine. There was no more burning sensation and the recharge time was cut in half. The device charged to 100% in 3 hours. The patient had no further complaint. There was no device returned to repair.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 37791, product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).